Event description:
Tbm called to report that his customer stated that on the probasic wheelchairs, the pins are painted and this makes them too large for the holes for the front riggings to hang onto and to swing freely.